Manufacturer narrative:
Evaluation summary: the system is an obsolete product effective 01/01/2014. As such, there are no service contracts which would provide service for obsolete product. Therefore, customers reported event was not able to be confirmed. The system met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that the system restarted when he was performing phacoemulsification, during a cataract operation with intraocular lens insertion. The system was switched off and on but the problem was not resolved. The doctor decided to suture the eye and took the patient to another clinic. The surgery was competed by using other system available at this clinic with a delay of 2 hours. There was no patient harm. No further information is expected.